Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: risk assessment was reviewed & no update is required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("expulsion of the right coil") and device dislocation ("the right fallopian tube did not contain an essure device") in a female patient who had essure inserted (lot no. C35236, d06936) for female sterilisation. The patient had a medical history of cesarean section in 1996 and period pains, heavy periods, anaphylaxis, vasectomy, smoker and tobacco user. Previously administered products included: nsaids. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device expulsion (seriousness criterion intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy done on (B)(6) 2016). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device dislocation and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: included a normal appearing uterine cavity, a patient right fallopian tube with no evidence of the essure device, and then occluded left fallopian tube. [Pathology test] on (B)(6) 2016: diagnosis: 1. Fallopian tube, left; segmental resection: completely transected segment of fallopian tube identified 2. Fallopian tube, right; segmental resection: completely transected segment of fallopian tube identified clinical history: encounter for sterilization. Material(s) submitted: 1: left fallopian tube, 2: right fallopian tube. Gross description: received in formalin labeled "left fallopian tube" is a fimbriated segment of fallopian tube measuring 3.7 cm in length and up to 0.6 cm in maximum diameter. Protruding from the proximal end is an essure metallic coil. 2. Received in formalin labeled "right fallopian tube" is a fimbriated segment of fallopian tube measuring 3.8 cm in length and up to 0.6 cm in maximum diameter. On sectioning, there is no essure coil within this fallopian tube. [X-ray] (date unknown): which were unable to locate and identify the right essure coil. The presumable explanation is that the patient did undergo expulsion of the right coil, which can happen. Lot number:c35236, manufacture date:2014-03, expiration date: 2017-03. Lot number: d06936, manufacture date:2014-09, expiration date: 2017-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("expulsion of the right coil") and device dislocation ("the right fallopian tube did not contain an essure device") in a female patient who had essure inserted (lot no. C35236, d06936) for female sterilisation. The patient had a medical history of cesarean section in 1996 and period pains, heavy periods, anaphylaxis, vasectomy, smoker and tobacco user. Previously administered products included: nsaids. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device expulsion (seriousness criterion intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy done on (B)(6) 2016). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device dislocation and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: included a normal appearing uterine cavity, a patient right fallopian tube with no evidence of the essure device, and then occluded left fallopian tube [pathology test] on (B)(6) 2016: diagnosis: 1. Fallopian tube, left; segmental resection: completely transected segment of fallopian tube identified 2. Fallopian tube, right; segmental resection: completely transected segment of fallopian tube identified clinical history: encounter for sterilization. Material(s) submitted: 1: left fallopian tube 2: right fallopian tube gross description: received in formalin labeled "left fallopian tube" is a fimbriated segment of fallopian tube measuring 3.7 cm in length and up to 0.6 cm in maximum diameter. Protruding from the proximal end is an essure metallic coil. 2. Received in formalin labeled "right fallopian tube" is a fimbriated segment of fallopian tube measuring 3.8 cm in length and up to 0.6 cm in maximum diameter. On sectioning, there is no essure coil within this fallopian tube. [X-ray] (date unknown): which were unable to locate and identify the right essure coil. The presumable explanation is that the patient did undergo expulsion of the right coil, which can happen. Another expiration date is 28-sep-2017. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Event device expulsion, lot number , la data medical history, concomitant condition, product information & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: risk assessment was reviewed & no update is required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.